Event description:
The customer called for help with her contour meter. She performed control tests while troubleshooting and rec'd a result of 463 mg/dl. The normal control range was 108-149 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.